Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. Calibration and quality control (qc) were within acceptable ranges when erroneous results were obtained. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse cleaned all probes and drains; inspected, aligned, and verified the aliquot probe, integrated multisensor technology (imt) probe, reagent arm 1 (ra1), reagent arm 2 (ra2), and sample arm 1 (sa1); and then ran the auto-check and service method tests (smts). The cse replaced the sa1 mixer, performed alignment, and ran the sa1 mixer smts, which recovered acceptably. The cse then adjusted the probe-to-cuvette alignment for reagent 1/ reagent 2 (r1/r2), ran qcs, and performed instrument comparison testing using multiple samples, and all results recovered acceptably. Siemens reviewed the analyzer and calibration data, which indicated that the observed behavior was related to reagent delivery and sample mixing. Siemens also reviewed the instrument health report (ihr) and found no instrument performance scenarios related to the event. Siemens evaluated the event and concluded that a mixing and alignment related malfunction potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results recovered higher than the initial results and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.